Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had a full revision due to low impedance. After generator and lead replacement, impedance was within normal limits. The explanted generator has been returned for product analysis but has not been completed to date. Suspect lead was not returned to manufacturer. No other relevant information has been received to date.

Event description:
It was later reported that facility discarded the explanted lead. Product analysis was completed on the explanted generator. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator.